Event description:
The customer reported via phone call that they had repeated no delivery alarms despite changing out their infusion set several times. It was also found the customer had an absence of a no delivery alarm. Customer stated they experienced ketones and was vomiting from their blood glucose. The customer's blood glucose was 300 mg/dl. It was also found the customer had a bent cannula with their infusion set. Customer stated the bent cannula occurred on the first day of use. The customer declined to troubleshoot for the insulin pump. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.